Event description:
During a leadless pacemaker (lp) implantation procedure, the lp prematurely separated from the delivery catheter after a successful fixation. Additionally, it was not possible to align the tethers of the delivery catheter following the procedure. The patient was in stable condition.